Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device me5136 batch number, and no non-conformances were identified. A device was submitted for fractographic evaluation. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point

Event description:
It was reported that the patient underwent a liver transplantation procedure on (B)(6) 2019 and the suture was used. The evaluation revealed that a fracture was observed at the suture attachment of the needle during use. There were no patient consequences reported.